Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were sick and were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 898 mg/dl at the time of hospitalization and was treated with insulin drip. The customer had vomiting. The customer was on manual injections. The customer declined to perform the carelink upload. The insulin pump passed the self-test. The customer was discharged from the hospital on (B)(6) 2019. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.